Event description:
Nurse reports patient self extubated, dropping oxygen saturation levels caused the monitor to alarm. Upon viewing, the nurse noted the endotracheal tube holder was broken on the plastic piece. Patient was reintubated.